Manufacturer narrative:
Patient information is not available for reporting. Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a navigated attune case performed on (B)(6) 2018, the tip of the wire snapped off and a small wire was left insitu in the patient¿s proximal tibia. The broken piece is not likely to migrate or cause damage according to the surgeon. There was no surgical delay and no patient consequences reported. Patient outcome reported as unknown. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date device received by manufacturer. H3, h6: the subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted for part: 292.820.01, lot: l372569: manufacturing site: (B)(4), release to warehouse date: 30.mar.2017: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to iso-5832-x specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: upon visual inspection, it was noted that the tip of the k-wire is broken off. The broken off fragment was not sent back for evaluation. There are clearly visible stress marks at the surface. Dimensional inspection: the relevant dimensions cannot be verified as the tip was not sent back document/specification review: the investigation has shown that the cause of failure is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Material review: review of the device history record(s) showed that the lot went through the required steps during the inspection at the time of manufacturing and showed no issues concerning the material or material conditioning. Summary: the received condition of the k-wire is concordant with the complaint description and the complaint condition is confirmed. This lot of (B)(4) pieces was manufactured in march 2017 according to the specification. We are not aware of any other complaints for this article and lot combination. Based on that and the condition of the k-wire a product related issue can be excluded. The stress marks on the surface and the burrs is a clear indication for excessive force. All this finding indicate that this k-wire was exposed to very high forces during use which finally caused the breakage of the k-wire tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.